Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The label was peeling, there was a cut on switch button 1, the contact pins on the scope connector were deformed, there was fluid on the light guide (lg) prong/mount, there were scratches on the light guide tube and the scope could not verify data. The right/left control knob was experiencing play and was loose. The distal end plastic cover, light guide lens, nozzle, bending section cover, bending section cover glue and insertion tube were all non- olympus parts. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image on the evis exera iii colonovideoscope was grainy and was giving scope communication errors e315, e216 and b30 prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Although contacted, the customer was unable to provide further details. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a. Contact pins of scope connector were deformed b. Contact pins of scope connector were broken while the user was handling the device. Then, electrical connection became unstable which led to occurrence of error message e315. A definitive root cause cannot be identified. The instructions for use (IFU) addresses the failure. User can detect the suggested event properly by handling the device in accordance with the following IFU. Inspection of the endoscopic image ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.